Event description:
It was reported via medwatch "immediately after insertion of accucath, catheter visualized by ultrasound in the center of the vessel. Catheter advanced. No blood return, no flushing. Pulled out catheter to find it kinked. Catheter saved."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked peripheral IV catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 2.25¿ accucath peripheral IV catheter. Usage residues were observed throughout the sample and an extension set was attached to the luer adapter. Multiple permanent kink impressions were observed along the length of the catheter tubing. Microscopic inspection of the sample revealed deformation, buckling and material discoloration in the vicinity of the kinks. The sample kinked preferentially at the sites of the kink impressions during manual manipulation. The kink impressions were consistent with the catheter being subjected to sharp bends/kinks. The usage residue and event description suggested that kinking occurred during or following device placement. Such kinks can occur if insertion is attempted against resistance, such as into tissue or through a tortuous path. A lot history review (lhr) of redn3252 showed one other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. (B)(4).

Event description:
It was reported via medwatch "immediately after insertion of accucath, catheter visualized by ultrasound in the center of the vessel. Catheter advanced. No blood return, no flushing. Pulled out catheter to find it kinked. Catheter saved."